Event description:
The facility reported an infusion pump with failure code 810:04, which occurred during pt use on the intensive care unit (ICU). Channel c was programmed to infuse "20mg neo-synephrine at 200cc." Upon starting the infusion the pump went into failure code 810:04 and channel c displayed "channel out of service." The pt's blood pressure was reported to be in the "70 systolic range." The clinician immediately programmed another colleague volumetric infusion pump and began infusing the neo-synephrine to the pt. The pt was "stabilized" and no pt injury was reported. Despite baxter's efforts to obtain addtional info from the facilities risk mgr, details were not available regarding pt's demographics, diagnosis, status, pt injury, medical intervention, medication being infused on channel a and b, rate of neo-synephrine infusion, and set up of the device or set up of the infusion device.